Event description:
Alaris pump suddenly stopped working and medication running through line was interrupted. Investigation of the pump by the manufacturer determined that the unit had a barrel clamp that was slow to return.